Manufacturer narrative:
(B)(4) manufacturing site evaluation: visual investigation completed using digital microscope. Several small rough edges of the wire basket noted. Failure is supplier related. A review of the complaint database does not indicate a systemic issue and no further action is required at this time.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Burr on surface. This complaint is related to medwatch 2916714-2015-00696 for the same product code of jf499r. Also, this complaint does not have any injuries associated to a patient, it is being filed as additional information only.